Manufacturer narrative:
Correction to d3. Product event summary: data files were returned and analyzed. The case log data file and lesion export information was analyzed. The incoming information stated the steam pop happened on lesion #17, which occurred at timestamp 08:36:19. Logs from the radiofrequency (rf) generator prior to and during the lesion time indicated normal operation. No sudden rise in impedance or abnormal rf energy values appeared in the statistics provided. The lesion statistics showed the temperature and level stayed within the target values. The max temperature was 67 degrees celsius, which was under the target value of 73 degrees celsius, and was similar to all other rf lesions. The impedance max value was higher on this lesion than other rf lesions, but was similar to lesion #1. All evidence indicated the software performed as expected. No image files were returned from the field. In conclusion, the reported "steam pop" issue could be plausible through data analysis. The physical product is pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with an unknown lot number was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) was used to check for any shorts to braid, but none were found. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the issue (steam pop) could not be confirmed through analysis and testing of the catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during radiofrequency delivery using the anterior setting while ablating on the ridge of the left atrial appendage, a steam pop was heard, felt, and visualized on intracardiac echocardiography. No sudden rise in impedance or abnormal radiofrequency energy values were observed. The case was completed with affera. No patient complications have been reported as a result of this event.